Event description:
On (B)(6) 2010, an (B)(6) male pt with a medical history of treated colon cancer, underwent initial aaa repair as labeled. The pt's anatomical form was suitable for endovascular repair. Aortic bifurcation: inner diameter (ID) 13mm x 20mm, right common iliac artery: ID 8mm, and there was an accessory renal in the aaa. While withdrawing the sheath for releasing the first stent of the main body, the physician noticed that one of the radiopaque markers situated off the main body, and was moved to the proximal side of the contralateral (left) limb. After releasing the contralateral limb. It did not move to other positon from there, so the physician did not perform any additional procedure. The final angiography confirmed no problems and the procedure was completed. The pt's condition is unk as not provided by reporter.

Manufacturer narrative:
(B)(4) no adverse reaction to the pt. (B)(4) marker detached, marker moved to proximal side of contralateral. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Per cook inc quality control specification, personnel ensure that the gold marker bands are properly secured to the graft material. No product was returned, however, upon review of provided images, it was confirmed that a radiopaque gold marker band became removed from the main body device and was released into the pt's aorta. It is believed that the gold marker is trapped between the graft material and the pt's aorta, near the distal bifurcation, as reported by the customer and after viewing provided imaging of the case. It was also confirmed, with provided imaging, that the gold marker was not correctly attached to the graft material prior to deployment. It is feasable to suggest that the gold marker became loose, either due to an improper sewing technique used in production, excessive forces applied to the graft during the loading process, or due to excessive handling or abuse during transport. A definitive root cause cannot be determined or reported at this time. We will continue to monitor for similar complaints.